Event description:
A system error (se) 2240 alarm was identified in the log of a returned homechoice (hc) device. The alarm occurred on (B)(6) 2010. A se 2240 (air in set) is a non-recoverable alarm that occurs when the device has detected air being drawn continuously into the disposable. No patient injury or medical intervention was reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer, therefore, the device was not requested for evaluation and a batch review was not be performed. Not enough data is available within the complaint to identify root cause; therefore, the cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).